Manufacturer narrative:
Event date: date of publication. Article title: a case of percutaneous coronary intervention procedure successfully bailed out from multiple complications in hemodialysis patient cardiovasc interv and ther (2013) japanese association of cardiovascular intervention and therapeutics 2012 28:76¿80 doi 10.1007/s12928-012-0118-z a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a history of diabetes and previous pci and CABG. During a planned procedure to treat severe diffuse stenoic and strongly calcified lesions in the prox, mid and distal rca, the physician attempted to use a sprinter legend. It was reported that the physician managed to position the balloon when supported by a deeply inserted child catheter, however, the physician could not inflate the balloon. Following subsequent non-mdt pre-dilation, the physician successfully implanted an endeavor drug eluting stent. The physician then attempted to implant an endeavor stent to the mid rca using buddy wire technique. The physician could not position the device in the mid rca as the calcification in the prox lesion was too strong. The physician attempted to remove the stent system into the guide catheter, the stent became dislodged form the balloon. The dislodged stent was successfully removed by twisting two coronary guidewires in the rca, however, the physician noticed that the tip of the coronary wire had fractured. The physician went on to implant a stent in the prox and mid rca and retrieve of the fractured coronary wire using a snare wire. The patient was discharged 4 days later without any significant complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.